Event description:
It was reported by the purchasing agent that 2 products (tlc55) would not work properly during the procedure. The customer stated that the instruments were "hard to fire" and a third instrument was used to complete the procedure. There was no consequence to the pt.